Event description:
It was reported that during a recent software upgrade on the programmer an error message would come up and stop the upgrade. The programmer was returned for service and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not verify any error during boot-up. Analysis did confirm that when testing certain family brands of implantable cardioverter defibrillators telemetry was suspended. The printer was noisy at high speeds and the cooling fan was noisy.